Event description:
In 06 the gore tag thoracic endoprosthesis was implanted to treat a thoracic aneurysm. No immediate complications arose from the procedure. In 2/06 the pt returned to the hosp with physical complaints. A computed tomography scan was performed which revealed a proximal type I endoleak. The leak was left untreated according to physician decision. One month later in 4/06 the pt returned for a follow up visit and the endoleak was still present. A wait and watch approach was to continue per physician wishes. The pt is scheduled to return for another follow up visit in july.